Event description:
An adc customer reported their adc meter read lower as compared to a laboratory result. The customer stated they received a reading of 25mg/dl on their precision xceed meter and a laboratory result of 500mg/dl was reportedly obtained within 10 minutes at a hospital. In addition, the customer stated while receiving the adc reading they felt "very bad" (no specific symptoms reported) and called paramedics. Customer was transported to a local hospital and diagnosed with hyperglycemia however, no treatment information has been provided due to customer being hospitalized at the time of this report. The readings reported when plotted on the parkes error grid, fell within the "d" zone showing the difference in values is considered clinically significant. Attempts have been made to contact the customer for follow-up. As of this date, no additional information has been provided. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The customer's product has been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory however, it was observed that the meter's date and time were not set correctly. This is a final report.